Event description:
It was reported that the pt never had therapeutic effect. The pt's pump was explanted and a single bolus was performed during the explanation of the device; drops were seen coming out of the catheter connector. A roller study was done and was successful. They had planned to do a catheter dye study. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).